Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. A field service engineer was dispatched on 2/16/2017. The fse conducted a follow up with the customer to address the reported event. During servicing, fse replaced the filter and rebooted instrument. Upon start up, the pressure was in range. The instrument was verified as operational. There was no further action by field service. The most probable cause of the reported event was the pump unit had a clogged filter.

Event description:
On (B)(6) 2017 a customer reported high pressure with their g8 analyzer. The customer reported that they changed the filter and the column but the high pressures persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.